Event description:
Customer reported he was experiencing high blood glucose of 543 mg/dl. Customer stated he was not getting any insulin from the tubing and the device never alarmed. The fallowing day the device seems to be working fine. Customer was hospitalized for high blood glucose of 424 mg/dl, treated with manual injection. Was hospitalized due to customer was unable to deliver a bolus. No accident. Drive support cap was reported normal. No air bubbles or leaks noted. Settings were correct. High pressure test was performed and device passed. Customer was advised to do a complete set change. Insulin was normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-93556.